Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The existing aus exhibited fluid loss due to a hole in the pressure regulating balloon (prb). The existing prb was explanted and replaced with a new one as a result. The procedure was successfully completed without any patient complications. The explanted prb is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.